Manufacturer narrative:
Part number# 301-70 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified for the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the "air infusing part" (pilot line) could not be connected to the tube, preventing the cuff from inflating properly. The end clinician elected to remove the tube and reintubate with a replacement tube.